Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision to take place on (B)(6) 2011. Unknown hip. Reason for revision unknown. Update- updated hip, type of replacement and amended a dummy product page to a cup and added a head and sleeve from claimsuite email date 16th october 2012. Right hip asr xl update - marked as legal. (B)(6) email dated (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2011. Unknown hip. Reason for revision unknown. Update- updated hip, type of replacement and amended a dummy product page to a cup and added a head and sleeve from claimsuite email date 16th october 2012. Right hip. Asr xl. Update - marked as legal. (B)(6) email dated 7th march 2014. Update - added lot number to head previously missed. Dated 25th april 2014.

Event description:
Asr revision; asr xl - right hip; reason for revision unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.